Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's w18 flex was noted as having service sharp folds and did not seem to stay seated in the user interface pcb. Stryker replaced the device's w18 flex cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The w18 flex cable was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device was not powering up. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.